Event description:
A guideliner v2 catheter was being used in a clinical procedure when the distal shaft separated from the pushwire. Both pieces of the guideliner v2 catheter were retrieved from the patient with another catheter.